Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement and was confirmed via fluoroscopy. This lv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. This lv lead was replaced. No additional adverse patient effects were reported.